Event description:
Pt reported experiencing elevated blood glucose of greater than or equal to 600 mg/dl. Her normal blood glucose was less than or equal to 200 mg/dl and physician's recommended range was less than or equal 150 mg/dl. She indicated that she used infusion sets for 3-4 days rather than the recommended 48 hours. Pt reported additonal stress and dehydration as symptoms of elevated blood glucose. She indicated that infusion device displayed an 88 (technical inspection alert) alarm. No medical assistance was reported. Product was requested to be returned for evaluation.